Event description:
It was reported this device was used during a biopsy procedure. It was noted during removal through the scope that one jaw and the needle had detached and remained in the patient. The jaw was removed through the scope and the patient was sent to x-ray. However, they were unable to locate the detached needle. The procedure was successfully completed and no patient complications resulted from this event. This device is currently being evaluated by this manufacturer. Following completion of the engineering evaluation, a supplemental medwatch report will be forwarded under the appropriate sequence number. A lot search was performed and revealed no other complaints to date on this lot number. However, until the device is complete MFR is unable to determine if the device met its specifications. MFR believes user technique, and/or patient anatomy may have contributed to this event. However, MFR is unable to determine the relationship between the device and the cause for this event.